Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 980 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer was using a quick-set infusion set, model number mmt-399. The customer last changed her infusion set on the day prior to the event, and at that time she experienced an abnormal amount of bleeding at the insertion site. Nothing further was reported.